Event description:
Device initially reported as jammed. Upon receipt and preliminary evaluation on 06/05/2007, device was found to be firing straight shots.

Manufacturer narrative:
The subject product was found to produce straight shots and may be related to tip wear.